Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The broach handle would not fit properly on the broach handle.

Manufacturer narrative:
A functional check with a mating broach handle could not confirm the complaint. Although the trunnion of the broach exhibits circular scratching from misuse, the broach assembled onto the broach handle as intended. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.